Event description:
The customer reported no audio from the mx40. There was no report of patient harm.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.